Manufacturer narrative:
Additional information h2, h3, h4, h6 investigation conclusion the customer reported that the equipment is causing diet leakage in the connections. No patient injury was reported. The report refers to product code 775100, epump cross spike feed & flush, with lot number 203350104, manufactured on 12/7/2020. The device history record (DHR) review of the reported lot number shows evidence that the product was released according to all established procedures and qa documentation. The reported product was not returned for evaluation; however, a photograph was provided. Examination of the photograph confirmed the reported product failure of leak as a leak was identified at the cross-spike. A formal investigation has been initiated to determine the root cause and required actions, if applicable, of the confirmed product failure. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported that the enteral feeding set was leaking from the purple connector that is inserted into the diet bottle. No patient injury was reported.